Event description:
It was reported that when using the bd pyxis¿ es server, several people were unable to authenticate when trying to log in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model and concomitant med prod data. Section e initial reporter phone. Section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that user unable to login to station. The technical support specialist (tss) dialed into the station, reviewed the identity server debug logs, identified multiple login failures, followed a knowledge article "es 1.6 ids - multiple domain users unable to authenticate". Then, the tss removed the domain prefix from the carefusion service login name and restarted adsync service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, several people were unable to authenticate when trying to log in. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.